Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during placement of the angio-seal sts plus, the suture tore. There were no consequences to the patient, and there was no patient harm. The patient was hospitalized and required non-surgical treatment. The product was not stored in the suggested temperature of 15 -25 degree celsius. The collagen was not left outside of the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One angio-seal sts plus was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath in a rear lock position. The tamper tube was returned along with the suture separately. There was blood like substance observed on all returned components. The suture ends were observed under magnification and it was confirmed that one end of the suture was cut. The tensioner hub frame was disassembled and no suture was observed inside the frame. It was confirmed that the suture had unspooled freely from the frame. There is no evidence that this event was related to a device defect or malfunction. The suture was not found tethered to the disk of the tensioner. The exact cause of the reported event cannot be definitively determined based on the available information.